Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation power supply and restrapped the input transformer. The system operates as intended.

Event description:
The customer reported the monitors and printer will not start up. No pt injury was reported.